Event description:
It was reported that prior to use with a bd preset¿ arterial blood collection syringe foreign matter was discovered in barrel. The following information was provided by the initial reporter, translated from chinese to english: after the product was unpacked, foreign matter was found in the arterial blood collection device, which had not yet acted on the patient.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that prior to use with a bd preset¿ arterial blood collection syringe foreign matter was discovered in barrel. D.1. Medical device brand name: bd preset¿ arterial blood collection syringe d.3. Medical device manufacturer: becton, dickinson and company ¿ plymouth, united kingdom / pl6 7bp. D.4 medical device catalog #: 364314. D.4. Medical device lot #: 2243785. D.4. Medical device expiration date: 30-sep-2024. D.4. Unique identifier (UDI) #:(B)(4). G.1 manufacturing location: becton, dickinson and company ¿ plymouth, united kingdom / pl6 7bp. G.5. Additional PMA / 510(k)#: na. H.4. Device manufacture date: 31-aug-2022. H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that prior to use with an unspecified bd abg blood collection device foreign matter was discovered in barrel. The following information was provided by the initial reporter, translated from chinese to english: after the product was unpacked, foreign matter was found in the arterial blood collection device, which had not yet acted on the patient.